Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen was blank/black. The patient had this happen before, most recent in (B)(6) 2025. The patient did admit to vacuuming but said they will stop to see if that prevents this from happening again. The system controller was replaced.